Event description:
It was reported to (B)(6) customer care that diabetic patient (pt.) Type 1 using v-go 20 for an undisclosed amount of time, experienced several lows while wearing vgo-20 device. Information was provided by the patient's mother. Patient mother stated on (B)(6) she had to contact the paramedics. She stated that patient was laying at the foot of the bed non responsive. At the time patient's blood glucose was checked and registered at 21 mg/dl. She stated that she had given her daughter a shot of glucagon from an emergency kit. Patient's blood glucose level went to 25 mg/dl/ emergency medical technicians had been called and upon their arrival they assisted with by giving more glucagon. They checked the patient blood sugar level and it rose up to 39 then back down to 36 and after an hour it went up to 51 then 67 and finally 91. Patient's mother stated that she declined to have emt to take her daughter to the hospital, because she was able to manage patient since she was steady. V-g0 20 that patient was wearing had been discarded according to patient's mother.

Manufacturer narrative:
This MDR is being submitted per our procedure. Hypoglycemia with bgl at 21mg/dl and patient was non-responsive. No hospitalization, but there was third party intervention (patient's mother administered glucagon, then emt's administered glucagon). Device was not available for investigation. No other explanation to account for the low bgl.